Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the template acquisition failed in programmed configuration (rv-coil to can) and the device suggested changing to rv tip to can. The template acquisition also failed in the new far field configuration, and they were now left with no template for either configuration. Programming changes were performed. The patient was stable throughout and did not experience any adverse consequences.